Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. In the absence of device returned for analysis, a conclusive cause for the reported failure to achieve hemostasis could not be determined. The reported treatments appear to be related to procedure circumstance. The lot history record for this product could not be reviewed and a similar incident query could not be performed because the product was not returned for evaluation and the lot number was not reported. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. User facility (voluntary/mandatory) medwatch report number (B)(4).

Event description:
User facility medwatch (B)(4) received stating: "perclose failed; manual pressure was applied. Lot #, etc not available. Packaging was discarded by staff." Subsequently, the facility reporter was contacted and additional information was received: it was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide device with a 6f sheath after a coronary heart catheterization. Reportedly, the proglide did not achieve hemostasis after tightening the knot. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.